Manufacturer narrative:
B7: added medical history. H6: updated results code. Conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2006: (B)(6) hospital. (B)(6) md. Operative report. Preprocedure diagnosis: large incisional hernia. Postoperative diagnosis: large incisional hernia. Procedure: open incisional hernia repair with dual mesh measuring 24 x 36-cm. Anesthesia: general endotracheal. Complications: none. Indications: see h&p [history and physical] dated 01/16/06. Findings: ¿the patient had a large ventral incisional hernia measuring 28-cm long and approximately 18-cm wide with a separate incisional hernia measuring approximately the previous epigastric cholecystectomy port site. Details of procedure: ¿the patient was brought to the operating table, placed on the operating table in supine position. She was given general endotracheal anesthesia and after given the okay by anesthesia, the patient¿s abdomen was prepped and draped in the usual standard fashion from the xiphoid to pubis and lateral to the table. She also had preoperative compression boots in place and functioning prior to induction of anesthesia. At that point, a midline incision was made over obvious hernia site, taken down very carefully. Approximately an hour and half of adhesiolysis down into the hernia sac, circumferentially around the defect. At that point, a 24 x 36 piece of dual mesh was then placed into the abdomen and sutured in with interrupted 0 prolene sutures, approximately 1-cm apart circumferentially in the abdomen. Upon last evaluation, the mesh was tight against the abdominal fascia. There was no evidence of holes or possibility of separation. Two 19 french blake drains were placed through separate stab wounds, one into the hernia sac closest to the mesh; the other in the subcutaneous tissue in the wound. Bother were sutured with silk sutures and placed to jp [jackson-pratt] suction. The hernia sac was then closed back over the mesh using interrupted prolene sutures without difficulty. The skin was reapproximated with a running 2-0 vicryl suture to reapproximate the deep subcutaneous tissue. The skin was closed with a running 4-0 prolene suture x 2. Steri-stirps were applied and sterile dressing was applied. The patient tolerated the procedure well without difficulty and returned to the recovery room in stable condition. All sponge, needle and instruments counts were correct at the end of the case .¿ (B)(6) 2006: (B)(6) hospital. Perioperative nurses record. Implant sticker. Dualmesh plus antimicrobial. Lot: 02993050. Item: 1dlmcp08 . The records confirm a gore® dualmesh® plus biomaterial (1dlmcp08/02993050) was implanted during the procedure. (B)(6) 2006: (B)(6) hospital. (B)(6) md. Operative report. Preoperative diagnosis: infected ventral hernia mesh. Postoperative diagnosis: infected ventral hernia mesh. Operative procedure: removal of ventral hernia mesh. Debridement of full-thickness skin and subcutaneous tissue of the chronic abdominal wound. Anesthesia: general endotracheal. Complications: none. Indications: see h&p [history and physical] dated (B)(6) 2006. Findings: ¿the patient had infected pus, approximately 800 ml, superficial to the omentum but surrounding the dual-mesh.¿ details of the procedure: ¿the patient was brought to the operating room and placed on the operating room table in a supine position. She had bilateral lower extremity boots functioning prior to induction of anesthesia. At that point the patient¿s abdomen was prepped and draped in the usual fashion from the xiphoid to the pubis and lateral to the table. An incision was made through the previous incision and taken down to the mesh where copious amounts of pus were identified. This was all suctioned out without difficulty and the mesh was removed using scissors without difficulty. The omentum was identified and the periphery of the wound just deep to the dual-mesh, therefore no obvious bowel was identified. Copious amounts of irrigation by using a pulsejet of 1-liter of fluid was instilled. At that point the plan of placing surgisis gold mesh was aborted due to the nature of the significant infection. At that point retention sutures #2 pds sutures were placed in the skin and subcutaneous tissue with bridges applied. The wound was packed with moistened kerlix with saline and a sterile dressing applied. The patient tolerated the procedure well without difficulty and returned to the recovery room in stable condition. She will go to the intensive care unit for postoperative care .¿ (B)(6) 2006: [missing records: pathology report detailing analysis of the device removed during the (B)(6) 2006 procedure was not provided. A culture report detailing analysis of the specimens collected during the (B)(6) 2006 procedure was not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2019: state of (B)(6). Bureau of vital statistics. Certification of death. Age 55 years. Place where death occurred: decedent¿s home. Medical examiner case: no. Cause of death: not provided. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes (1994, 1930, and 3191: appropriate term not available for ¿debridement¿) were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Medical records: the known medical records span (B)(6) 2006 through (B)(6) 2006 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. Patient information: medical history: obesity: (B)(6) 2005: 212 lbs., bmi 30.4. (B)(6) 2006: 222 lbs., bmi 31.9. (B)(6) 2005: complicated diverticulitis. (B)(6) 2006: large ventral incisional hernia. (B)(6) 2019: death at age 55 years. Cause of death: not provided. Surgical procedures: unknown date: cholecystectomy. (B)(6) 2005: open sigmoid resection with side-to-side functional end-to-end stapled anastomosis. Take down of splenic flexure of the colon. (B)(6) 2006: open incisional hernia repair with dual mesh. Implant: gore® dualmesh® plus biomaterial. (B)(6) 2006: infected ventral hernia mesh. Removal of ventral hernia mesh. Debridement of full-thickness skin and subcutaneous tissue of the chronic abdominal wound. Relevant medical information: (B)(6) 2005: open sigmoid resection with side-to-side functional end-to-end stapled anastomosis. Take down of splenic flexure of the colon. Findings: ¿the patient had a thickened sigmoid colon with no pus but inflammatory reaction stuck to the lateral aide wall.¿ procedure: ¿the patient was placed in stirrups without difficulty making sure not to have any pressure on the lateral aspects of the legs. At that point, the abdomen was prepped and draped in a usual standard fashion as well as the xyphoid, the pubis, and as well as the peroneal area. At that point, a midline incision was made and taken to the right side of the umbilicus and down to the pubis where the skin and the subcutaneous tissue were opened with electrocautery and taken down to the midline fascia, and it was opened in the midline without difficulty. At that point, the incision was extended superiorly without difficulty giving good exposure. At that point, ___ retractor was placed and the bowel packed away exposing the sigmoid colon. Upon palpation, it was found that the sigmoid was thickened for approximately 6 inches and was stuck to the lateral side wall of the peritoneum. At that point, this was taken down bluntly taking care not to go posteriorly enough to get involved with the ureter. The distal portion of the sigmoid at the superior rectum was palpated and was felt to be normal; therefore, it was transected using a 75 gia stapler. At that point, the proximal sigmoid, where it felt like a normal bowel, was divided using a reload with the gia stapler, and the coagulation system was used to remove the specimen across its mesentery. This was performed without difficulty. At that point, the descending colon was not long enough to reach into the pelvis; therefore, the splenic flexure had to be mobilized. The colon was then reflected off the white line of toldt incising the white line without difficulty. At that point, going up to the splenic area, the colon was removed from the splenic flexure using blunt and sharp dissection and tying vessels with clamps and ties. Once the distal transverse colon and the splenic flexure were mobilized, the distal colon reached down into the pelvis without tension. At that point, the side-to-side functional end-to-end anastomosis was made using a firing of the gia 75 stapler and closing the defect with a ta stapler. One silk suture was placed in the angle of the anastomosis to take tension off of the angle of the anastomosis. Copious amounts of irrigation were placed in the abdomen and suctioned out until clear. Upon the last look at the left upper quadrant, it was found to be hemostatic; therefore, the abdomen was reapproximated using #1 pds loop sutures starting superiorly and inferiorly and meeting at the umbilicus. The patient did not want staples placed in her abdomen; therefore, her skin was closed with interrupted nylon mattress sutures superiorly to inferiorly.¿ implant preoperative complaints: (B)(6) 2006: preoperative diagnosis: ¿large incisional hernia.¿ implant procedure: open incisional hernia repair with dual mesh measuring 24 x 36-cm. [Implant: gore® dualmesh® plus biomaterial 1dlmcp08/02993050, 26cm x 34cm x 1mm thick, oval] implant date: (B)(6) 2006: wound classification: ¿2¿ [clean-contaminated] findings: ¿the patient had a large ventral incisional hernia measuring 28-cm long and approximately 18-cm wide with a separate incisional hernia measuring approximately the previous epigastric cholecystectomy port site. Description of hernia being treated: ¿at that point, a midline incision was made over obvious hernia site, taken down very carefully. Approximately an hour and half of adhesiolysis down into the hernia sac, circumferentially around the defect .¿ implant size and fixation: ¿at that point, a 24 x 36 piece of dual mesh was then placed into the abdomen and sutured in with interrupted 0 prolene sutures, approximately 1-cm apart circumferentially in the abdomen. Upon last evaluation, the mesh was tight against the abdominal fascia. There was no evidence of holes or possibility of separation. Two 19 french blake drains were placed through separate stab wounds, one into the hernia sac closest to the mesh; the other in the subcutaneous tissue in the wound. Bother [sic] were sutured with silk sutures and placed to jp [jackson-pratt] suction. The hernia sac was then closed back over the mesh using interrupted prolene sutures without difficulty. The skin was reapproximated with a running 2-0 vicryl suture to reapproximate the deep subcutaneous tissue. The skin was closed with a running 4-0 prolene suture x 2. Steri-strips were applied and sterile dressing was applied.¿ explant preoperative complaints: (B)(6) 2006: preoperative diagnosis: ¿infected ventral hernia mesh.¿ explant procedure: removal of ventral hernia mesh. Debridement of full-thickness skin and subcutaneous tissue of the chronic abdominal wound . Explant date: (B)(6) 2006: wound classification: ¿4" [infected] findings: ¿the patient had infected pus, approximately 800 ml, superficial to the omentum but surrounding the dual-mesh.¿ procedure: ¿an incision was made through the previous incision and taken down to the mesh where copious amounts of pus were identified. This was all suctioned out without difficulty and the mesh was removed using scissors without difficulty. The omentum was identified and the periphery of the wound just deep to the dual-mesh, therefore no obvious bowel was identified. Copious amounts of irrigation by using a pulsejet of 1-liter of fluid was instilled. At that point the plan of placing surgisis gold mesh was aborted due to the nature of the significant infection. At that point retention sutures #2 pds sutures were placed in the skin and subcutaneous tissue with bridges applied. The wound was packed with moistened kerlix with saline and a sterile dressing applied.¿ pathology report detailing analysis of the device removed during the (B)(6) 2006 procedure was not provided. Conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh shrinkage, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 02993050. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent open ventral incisional hernia repair on (B)(6) 2006, whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on march 24, 2006, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: abdominal pain, mesh infection with debridement, mesh removal, additional surgery. Additional event specific information was not provided.